Manufacturer narrative:
(B)(4): a batch review was conducted for potentially associated lot numbers h13b03013 and h12l09029 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 1 of 2 involved in this peritonitis event. It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapies were ongoing. The cause of the peritonitis was reported to be due to a colonoscopy the patient had recently had. Treatment was not reported. The patient recovered from the peritonitis and was discharged from the hospital.